Event description:
It was reported that the patient did not feel well at single chamber fixed rate (vvi 65) setting and was presented to the emergency department. The device had a power on reset (por). All diagnostic memory was lost including any data that would explain the reason for an electrical reset. Wireless telemetry was completely disabled and could not be turned back on after the por. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4064 competitor implantable pacing lead (B)(6) 2001 0148 competitor implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated power-on reset parameters were present. Multiple reasons power on resets (por) are recorded with invalid date codes. (B)(4) listed in event for further details. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.